Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin¿ syringe had a broken or loose stopper and that the plunger detaches. No serious injury or medical intervention was reported.

Event description:
It was reported that bd insulin¿ syringe had a broken or loose stopper and that the plunger detaches. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc, 6mm, 31g relion syringe with part of the shelf carton from lot # 8071815. Customer states that the broken stopper would not stay in place, the plunger falls out of the barrel, and the syringe was not able to draw insulin. The returned syringe was examined and no damage to the stopper was observed. Also, when drawing the plunger back, the plunger did not fall out of the barrel. However, when attempting to draw, the syringe was not able to draw properly. The sample was then wired and the wire was not able to pass through the cannula, which indicates that there is an adhesive clog in the cannula. Sample was forwarded to manufacturing (holdrege) on 02nov2018 for further review. On 05nov2018, holdrege received one (1) loose 0.5ml, 6mm, 31g bd relion syringe with a portion of the shelf carton from batch# 8071815. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed bd franklin lakes were noted. The returned sample was initially tested via wire gauge to verify results found in franklin lakes. The returned sample was unable to successfully be wire gauged, confirming a clog. The returned sample was then visually inspected under ultraviolet lighting and noted adhesive to be fluorescing at what appears to be the end of the cannula shaft, within the hub. This is likely indicative of adhesive placement interfering with the flow of air through the cannula. Probable root cause is adhesive blockage of the cannula, which failed to be removed during the manufacturing process on the needle lines. Generally, during the cannulation and curing of the adhesive, two (2) separate lumen blow systems are utilized to ensure potential clogs are removed from the fluid pathway. A review of the device history record was completed for batch# 8071815. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200746577, 200746741] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for stopper damaged, plunger rod separates and difficult/unable to operate (not drawing) on lot # 8071815. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive clog). - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (damaged stopper, plunger falls out of barrel). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.